Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had become less responsive. The customer stated that the pump screen turned on when the wake button was pressed, but required the button to be pressed "a bit harder". The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.